Manufacturer narrative:
Zimmer biomet complaint (B)(4). Year of birth 2014. Concomitant medical products:¿ item# 915-0020, lot 205860 qty 2. Foreign source: colombia. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00384, 0001032347-2022-00387.

Event description:
It is reported that the screws fractured after the initial implantation and the patient had to be revised. Attempts have been made and additional information on the reported event is unavailable at this time.